Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1) 399 mg/dl, 205 mg/dl, 156 mg/dl, and 188 mg/dl; 2) 208 mg/dl and 104 mg/dl. The comparisons were performed at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.